Event description:
An asymptomatic patient presented to the o.r. For a lead revision due to high thresholds and low sensing. Insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.